Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition 'max air' was not verified. "Max air" alarms were unable to be verified through a review of the event history log. Evaluation found air in line alarms during the final days of customer use. The device was found out of specification in relation to air in line alarms. The ultrasonic sensor fluid readings were found to be out of specification. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a 'max air' error. There was no patient involvement. No additional information is available.